Event description:
It was reported that the patient went to the ER (emergency room) and was diagnosed with hyperglycemia. The patient reported after wearing the pod longer than 48 hours, she was getting dressed and her pod fell off the infusion site (abdomen), causing the cannula to dislodge. The patient's blood glucose (bg) values reached 313 mg/dl. Symptoms reported include nauseous and vomiting. For treatment, the patient was given intravenous (IV) fluids and insulin. The patient was at the ER for 8 hours. The pod was not worn at time of ER visit due to falling off 20 minutes prior to seeking treatment in the ER.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.